Manufacturer narrative:
The customer's report of overinfusion was not confirmed. Analysis of the pcu event log shows that on (B)(6) 2016 at 11:45pm the module was programmed to infuse a drug that cannot be identified because the customer¿s data set was not received. The infusion started with a dose of 2mg/h (rate of 2ml/hr), with a vtbi of 98ml. The user increased the dose by 2mg/h on (B)(6) 2016 at 12:02am, 1:15am, and 1:32am. The user decreased the dose by 2mg/h at 2:43am, and then increased it again by 2mg/h at 3:10am. This infusion ran for 4 hours, 13 minutes, and 51 seconds before the user channeled off the device and shut down the system at 3:59am on (B)(6) 2016. The total volume infused was 39.5556ml. The root cause for this event was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported a patient receiving a titrated dose of morphine sulfate for comfort measures is suspected to have received more than the ordered dose and is requesting a log review to confirm the programming. The dose was ordered to run at 2mg/hr. With increases of 2mg/hr. Every 30 minutes as needed to achieve a pain score of less than 3/10; bolus of 2mg every 30 minutes available for breakthrough pain and a maximum dose of 12mg/hr. The infusion was reportedly initiated at 0000, discontinued at 0349 and the patient passed away at 0400. The total amount of morphine sulfate charted as infused was 50 mg and the clinician in attendance made statements to the charge nurse that he had bolused the patient with 4mg.